Event description:
Reporter indicated that a system diagnostic test showed high lead impedance. It was reported t hat the pt had recently slipped and fallen, and then within a week of that incident the pt no longer felt vns stimulation and experienced a change in mood. The physician attributed both of these events to loss of therapy due to high lead impedance. X-rays were reviewed by the MFR. The electrodes did not appear to be in the typical orientation, although this could be due to pt anatomy. It was also noted that the strain relief bend was inadequate and the tie-downs were not placed according to recommendations in labeling. Additionally, due to quality of the x-rays, it could not be confirmed that the lead pin was fully inserted past the connector block. Revision surgery is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Results: x-rays reviewed by the MFR, no gross lead discontinuities visualized. The electrodes were not in typical orientation and the strain relief bend appeared inadequate.

Event description:
Information was received on 08/16/2016 indicating that the patient had declined to undergo lead revision surgery and had their generator programmed off. The generator was programmed off five years ago according to the physician; a specific date was not available. Diagnostic information confirmed that the patient's generator indicated high impedance was present.